Manufacturer narrative:
Manufacturing site: asahi intecc, (B)(4). During processing this complaint, attempts were made to obtain complete event information; the physician commented that this was not a device quality related issue. The patient condition was stable and discharged after 2 days from the intervention. The coil wire of the returned guidewire was elongated at the proximal solder. The core wire was fractured at approximately 65mm from the distal tip/130mm distal to the proximal solder. The elongated coil wire was tangled with a snare. The fracture point of the core wire was observed under a microscope. Cracks (striation) were seen on both proximal and distal fracture point suggesting the cause of this breakage was due to repeated bending force. The coil wire distal to the fracture point was intact and had ball tip remained intact. Kink related to snaring was observed near the fracture point. The coil wire was elongated but not fractured. Measuring the core wire length, it is concluded that whole guidewire was retuned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it is presumed that repeated bending force exceeding the product's design limit might be inadvertently given to the guidewire while the tip of the guidewire was trapped by the stent; the excess bending force led the guidewire to fracture. And it is thought that the coil elongated when the guidewire was pulled in order to retrieve the guidewire. There was no indication of product deficiency. In this reported case, additional intervention of using a snare for retrieval was taken and if this is to recur, there is a possible risk of fragment remaining in patient. The IFU states: [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During pci for treating a heavily calcified in-stent stenosis in the rca #3, multiple guidewires were failed to cross the lesion. An asahi guidewire was also used in an attempt to cross the lesion, and when it reached distal of #3, it was trapped by the stent. The physician pulled the guidewire to remove and it led the core wire of the guidewire to fracture and the coil wire to elongate. A snare was used to retrieve the guidewire and the guidewire was successfully removed in one unit. Pci was resumed and the blood flow was restored by stenting.